Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the customer felt the device battery depleted too soon. Replacement was suggested by physician, but the patient's blood pressure "went down constantly and died because of body circulatory failure." The death was not felt to be device related. Additional information will be requested.